Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image was flickering and contain horizontal lines when the control knobs were manipulated. The endoscope was tested with a light processor and a light source for two hrs. In addition, the charge coupler device unit wire was found broken due to wear and tear. This report is being filed as an MDR in an abundance of caution.

Event description:
The hospital reported that during a diagnostic colonoscopy, they had a total loss of image. The hospital further reported that there were white lines al over the video screen with a black background. The procedure was completed with the use of a different, but similar device. There was no pt injury reported.